Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement and active current measurement tests. Thus software was utilized and uploaded trace/history files properly. No unexpected "insert battery", low battery", "change battery", and "failed battery" alerts were noted during testing. No pump error was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph. Using the adapt tool to determine unexpected battery power loss, a couple of the most recent "change battery" alerts occurred within a duration of 1 week. After visual inspection, there is corrosion on/around the following: battery compartment; pcba1--j7, c62, back of the screen. After inserting a reference pcba1, reference pcba2, and reference internal battery into the original case, both current measurements fell into specs. After inserting the original pcba2, reference internal battery, and reference pcba1 into a reference case, both current measurements fell within spec. Finally after swapping a reference pcba2, reference internal battery onto the original pcba1 and then into a reference case, both current measurements were high. In summary, the high current measurements and the "change battery" alerts are due to moisture damage on pcba1.inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads.

Event description:
Information received by medtronic indicated that the insulin pump received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.